Event description:
It was reported to gore that on (B)(6) 2015 a gore® viabil® biliary endoprosthesis was endoscopically implanted to treat biliary obstruction as a bridge to reconstructive bile duct surgery in a (B)(6) year old (B)(6) male with an ischemic stricture of the common bile duct due to sickle cell anemia. The device was successfully deployed. Following deployment the physician was unable to withdraw the catheter through the device. Several unsuccessful attempts were made to remove the stent and the catheter together. Using a rat tooth forceps, the physician was able to partially unwind the stent freeing the catheter but was unsuccessful in removing the entire endoprosthesis due to the very tight stricture. Using apc (argon plasma coagulation) the physician was able to successfully cut and remove the distal unwound portion of the stent.

Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible.